Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "stomach ache and sick". The pt reportedly went to the hosp. The meter allegedly powers off during use. The result from the pt's meter was 429 (units not specified) and 'hi'. The result from the hosp meter was unknown. There was no comparison between the pt's meter and any other device. The pt was treated with insulin. No further info has been reported.